Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device logs were not able to be uploaded due to a faulty alternating current (a/c) cable. The device's a/c cable required replacement. Additional findings not related to the malfunction/issue: the enclosure required replacement due to damage to the direct current (d/c) port. No repairs were completed because the device was scrapped.